Manufacturer narrative:
Additional information was received that a third party service provider verified the event and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis for functionality testing; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty display, the ventilator was not on a patient at the time of the event. The field service engineer was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.